Event description:
The complainant was administering to a pt in ventricular tachycardia. The dr administered medication and attempted to cardiovert in synchronous mode. The device was charge to 200 joules yet it never reached the targeted energy and also would not discharge. The pt went into ventricular mechanical dissociation and back to ventricular tachycardia. Again the device was charged to 200 joules and the same thing happened. They checked all connections and everything appeared to be fine. They did not see any error messages displayed on the device. They were able to obtain another device and successfully cardioverted the pt. Upon evaluation by the biomed a "status 51" message was seen on the display screen. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.